Event description:
This spontaneous report was received from a (B)(6) physician and concerns a female pt in her (B)(6) decade ((B)(6)kg) who was treated with a total of 1 ml of radiesse into nose for aesthetic indication on (B)(6) 2014. Batch number was reported as 100072370 (expiry date on 03/31/2016). On (B)(6) 2014, after the radiesse treatment, the pt experienced nose pain, but the pain was bearable. Reportedly, the pain was getting more serious and the pt felt shoulder discomfort as well. The pt visited hospital on (B)(6) 2014, where skin discoloration around the nose and redness were seen. Reportedly, as corrective treatment, the physician tried to remove radiesse, but failed. Prior to removing radiesse, the physician mixed normal saline solution and lidocaine and injected a small amount of mixture in the are treated with radiesse. After the mixture injection, a "firm massage" was done and thereafter 18 g needle punch was done. Then removal of radiesse was tried. The injector tried to remove radiesse because it was thought that there was a possibility that radiesse could press the blood vessel slightly, and to improve the blood circulation. Reportedly, the physician believed removing of radiesse was medically necessary. The pt was given a warm massage, antibiotics (for prophylaxis) and sent home. The outcome of the events was reported as ongoing. In the opinion of the reporter, the events were of mild intensity and possibly related to radiesse.

Manufacturer narrative:
The device history records for the reported radiesse lots was reviewed. All required testing specifications were met prior to release. No non-conformances were discovered that would have contributed to this event.